Manufacturer narrative:
A test p-cap and reservoir locks into place inside the reservoir compartment properly. Device powered up properly after battery installation. No missing segments or partial display or display anomaly noted. Device was received with the operating currents within specification and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08780 inches. Device was also received with cracked battery tube threads and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had flashing on the screen intermittently. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.